Event description:
It was reported that the patient underwent a battery replacement and that system diagnostics on the new generator returned high impedance. It was reported that diagnostics on the previously implanted generator had returned impedance results within normal ranges. Further information indicated that the previously implanted generator had been interrogated prior to the battery replacement. The new generator was tested for system diagnostics, which returned high impedance. The test was repeated and high impedance persisted. The previous battery was connected to the existing lead and it was tested for system diagnostics, which returned high impedance. The new generator was tested for generator diagnostics, which returned impedance within normal ranges. It was noted that the previous generator was not sutured inside the skin pocket and that the lead had been wound up behind the generator when it was implanted. The battery replacement was completed, but the pre-existing lead was left implanted. It was reported that the healthcare professional suspected an intermittent lead fracture, as system diagnostics results return high impedance or impedance within normal ranges depending on the position of the patient¿s neck. It was reported that no trauma or manipulation of the patient¿s vns system was suspected. The explanted generator has not been returned to date. No further surgical interventions have occurred to date.

Event description:
The explanted generator was received by the manufacturer on (B)(4) 2015. It was reported that lead revision surgery is expected within the next 6 months.

Event description:
The pulse generator was analyzed. No indication was found from the device that an end of service condition existed. The device performed according to functional specifications. Analysis of the generator found no abnormal performance or any other type of adverse condition. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
It was reported by a company representative that high impedance was received during a follow-up appointment. The patient was referred for x-rays, which are still pending. At the moment (B)(4) attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were received and evaluated by the manufacturer. Review of x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact, and the lead connector pin appeared to be fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. Electrodes seemed correctly aligned on the vagus nerve. No acute angle was observed in the assessed portions of the lead and no obvious lead break could be identified in the visible portion of the lead. At the moment revision surgery is planned but has not been confirmed.

Manufacturer narrative:
Lot#; corrected data: the previously submitted MDR inadvertently lacked the lot number of the suspected device. Device available for evaluation; corrected data: the previously submitted MDR inadvertently indicated that the suspected device was available for evaluation, but it has not been explanted yet.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
The previously submitted MDR inadvertently provided incomplete information, as the generator return to the manufacturer was not mentioned.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received through the area representative indicating it was unknown if there was any manipulation or trauma that could have contributed to the high impedance. Recommendation to program the device off was made to the treating physician. Good faith attempts for further information have been unsuccessful to date.